Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked endcap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump dropped and is cracked on the right side. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.